Event description:
Device anesthesia machine. Positive pressure build-up in patient circuit when patient is breathing spontaneously in bag mode (vent off). Although apl valve is set to min. Position, approximately 10-15cmh2o of pressure is created in the breathing circuit before the pressure pops off on it's own, the source of the problem had eluded the factory service rep. During previous complaints by the user facility. User facility's clinical engineering dept believes they have isolated the problem to the apl valve/disk sticking to the seat/cage of the valve assembly. The sticking of the apl valve seems to be exacerbated by an unidentified sticky film that builds up in the machine's manifold. The local datex/ohmeda service rep. Is returning one of the malfunctioning apl valve assemblies back to the manufacturer for evaluation. This complaint appears to be the same as maude report number (B)(4) filed by another user facility.